Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; the helix was disengaged from helical channel. There was blood/body fluid (not obstructed) on the distal conductor and outer tubing overlay. The outer tubing overlay had a breached cut, there was blood in/on the helix mechanism, and there was a tip seal observation. The device is part of the advisory for this model.

Event description:
It was reported that the small r-waves were noted and there was and attempt to move the lead, subsequently the "lead was retracted 1 time only 12 turns and now cannot be extended.". It was also reported that there was an insulation breech due to using the lead to get a new guide wire down. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku